Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The following sections were  updated: a2, a4,b4, b5, b7, d1, d2, d4, g4, g7, h1, h2, h3, h4, h6, h10. D6: (B)(6) 2013. D7: (B)(6) 2019. Radiographs were provided and reviewed by a health care professional. Review of the available records identified symmetric position of the femoral head within the acetabular cup with no evidence for polyethylene wear. Acetabuli protrusio with thinning of the medial wall of the acetabulum. There is absence of bone involving the proximal femur including the greater and lesser trochanter and proximal femoral diaphysis. Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to liner wear approximately 6 years post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem; unknown cup; unknown head. Report source: foreign source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient is being revised due to liner wear. Attempts have been made and additional information on the reported event is unavailable at this time.